Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump date and time information was erased and had to reset. The customer stated that insulin pump had random no delivery alarms and scratches on the screen and around reservoir area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.